Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings from the reservoir. The customer's blood glucose reading was 19.2 mmol/l. The customer treated with a programmed correction. The customer stated that they tried to deliver a bolus and it was active but did not deliver. The customer reviewed the bolus history, and the last bolus was delivered. The customer was advised to revert to a backup plan. The customer will call back.